Event description:
The patient¿s product information is unknown at this time.

Manufacturer narrative:
Corrected data: inadvertently included the incorrect product information on the initial report.

Event description:
It was reported that the generator had been replaced on (B)(6) 2014 and that the generator was discarded after the procedure. Attempts were made for the patient¿s current product information but were unsuccessful.

Event description:
The physician reported that he believed the patient had undergone prophylactic generator replacement in 2013 but did not know when. Good faith attempts to the surgeon regarding the date the surgery occurred have been unsuccessful to date.

Event description:
It was reported that the patient was still experiencing seizures with vns therapy. The physician indicated that the patient's seizures have increase above the patient's baseline frequency and that they go up and down. The physician indicated that he decreased the vns settings. The physician indicated that the patient is being admitted to the hospital due to suffering from tonic jerks all of the time. The physician indicated that he doubts relation of the vns to the increase in seizures. There were no causal or contributory programming changes, medication changes, or other external factors that preceded the onset of the increase in seizures. The physician plans sedation at home for the patient. The physician reported that the patient suffers from intractable seizures. No further relevant information was provided.

Manufacturer narrative:
If implanted, give date (mo/day/yr); corrected data; additional information was receieved from the physician which changes the date that was reported.

Event description:
It was reported by the physician that the generator actually had been replaced on (B)(6) 2013.